Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device, initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
When the doctor used the device to operate the lobectomy surgery, the doctor did not squeeze the handle of the endo gia stapler and found the device of the stapler with the reload (egia60amt lot number :n6e469kx) could not work. It could not fire the reload. The doctor asked to change another endo gia stapler (egiaustnd) to complete the surgery. *when was the problem noticed: during-procedure (lobectomy) *patient involvement? Yes *patient injury? No *patient information: n/a *what is the current condition of the patient? Stable *medical intervention required? No *was surgery time extended by 30-mins or more? No *was product tested prior to use? Yes *UDI number: n/a. *** additional information received on (B)(6) 2017 *** 1. Was the handle of the device able to be squeezed when the reload did not work? Yes, it was able to be squeezed to bit tissue, but it could not be fired. 2. Were the jaws able to close onto the tissue? Yes. 3. Was the knife able to advance? No. 4. Were any staples able to be deployed from the device? Yes, several. 5. What is the current status of the patient? The patient was discharged from hospital. 6. Can you confirm if both the handle and the reload will be returned for evaluation? Yes. 7. Were the devices reprocessed or re-sterilized prior to use? No.